Event description:
The lead was replaced. The lead has not been received by the manufacturer to date. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Analysis was performed on the returned lead portions. Note that the (-) green electrode was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings there is no evidence to suggest discontinuities in the returned portions of the device which may have contributed to the high impedance. No additional relevant information has been received to date.

Event description:
It was reported that high impedance was seen at a prophylactic battery change. Diagnostics with the lead and old generator prior to replacement showed impedance within normal limits. Once the new generator was attached to the lead, the impedance showed high impedance. The lead was removed and the pin was cleaned and re-inserted. This still resulted in high impedance. This was repeated again with the same outcome. The lead was checked with no obvious damage. Per the surgeon, he cut nowhere near the lead as it was tucked behind the generator. The hex screw driver was inserted into the generator to prevent air pressure from preventing complete pin insertion and the pin was re-inserted once more. The generator was interrogated and showed impedance within normal limits. The patient was then closed. After the surgery, impedance was checked and showed high impedance. This was checked several times in the presence of the surgeon. The surgeon decided to leave the generator implanted 24 hours and check impedance again later. Another impedance check was made 24 hours later and the impedance was still high. X-rays were received. A sectional view was available that displayed a portion of the generator and lead pin. Based on the images provided, one feedthrough wire appeared disconnected at the connector pin, but due to the quality of the image provided, this could not be fully assessed. The generator placement could not be assessed. Only a portion of the lead was observed near the generator could be seen. The tie downs and strain relief could not be assessed. No other obvious fractures or sharp angles were found in the images. Note that a portion of the lead was routed behind the generator so it could not be assessed. No additional relevant information has been received to date. No surgery has occurred to date.